Manufacturer narrative:
A review of the information provided was performed, and the sensor was within the tolerance for cm mean; therefore, the reported malfunction is unconfirmed. This reported event was investigated for possible inaccurate reading. Based on the information given and backend log analysis, it was confirmed that the device was operating within the expected frequency range of 30-37.5 mhz. The sensor was operating at 33.2, 34.1, and 33.0 mhz during the review of the applicable reading(s). A review of the DHR was performed and per engineering review, there was no adverse impact to product or evidence of relation to the event reported. The data from the temperature sensitivity test was reanalyzed and no physical rework to the product occurred. There were no changes to accept and reject quantities previously recorded. All units are conforming to the specification. Per the IFU, right heart catheterization is required for system baseline (mean pressure) calibration and may be needed to recalibrate the baseline (mean pressure) in order to continue to use the system.

Event description:
It was reported that the patient was hospitalized for fluid volume overload and was presenting with shortness of breath and swelling in lower legs. The patient was treated with IV diuretics. A right heart catheterization was performed to confirm the validity of the pressure sensor readings. The sensor was recalibrated and the mean was increased by 1.4 mmhg. Readings were observed under the manufacturer's patient care network database. The patient has been discharged.